Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during a procedure performed on (B)(6) 2022. During the procedure, while performing a papilla incision using this device, the cutting wire broke off and the incision could not be performed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).